Manufacturer narrative:
.

Event description:
On (B)(6) 2014, it was reported that the patient has had an increase in myoclonus recently and still has vocal cord issues as well. It was noted that the patient needs a generator replacement. Although surgery is likely, it has not occurred to date. Clinic notes dated (B)(6) 2013 indicate that the patient still has voice issues and wants the vns taken out due to the vns causing the voice issues. It was previously reported on (B)(6) 2013 that the patient was scheduled for surgery as it was found that his trachea had narrowed. Per the patient, testing revealed paralysis of the right vocal cord however the left vocal cord was okay. The patient stated he had a history of respiratory/tracheal problems since involvement in accident requiring tracheostomy. Patient also reported experiencing a secondary upper respiratory infection as a result of the tracheostomy, for which lengthy treatment was required. Additional information has been requested from the physician but no further information has been received to date.